Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that a 3.75 enteer was in place but the stiff enteer wire would not advance through. The balloon was not showing dye so tech inflated and deflated multiple times. The balloon burst at 12atm (rbp 4atm) and the wire was able to advance but was kinked. Everything was removed and the 2.75 enteer was used. The standard enteer wire was advanced and was able to re enter the true lumen. At that point the enteer catheter would not back off the enteer wire. Everything was removed and the case was aborted. No patient injury is reported. Evaluation summary: as received, the specimen consists of one-1 each clinically used, periphery gw, 014 x 0065; returned coiled, loose, and double-bagged within zip-lock style poly biohazard pouches. No other original packaging or other devices involved in the reported event is included. Dimensional verification: as received, the specimen presents an overall length of 300.20cm, a finished coil length of 3.142cm/1.237in, a shaped tip length of 0.0987in, ptfe coated shaft diameter of .01315in to .01320in and a finished coil diameter of .01180in (proximal end of the coil) to .01175in (in the vicinity of the angle tip). Tip shape appears normal and unremarkable with a tip angle of approximately 26.82o. The specimen presents scraped ptfe coating in the vicinity of bend/kink damage located 158.1 to 161.0cm from the distal tip. The specimen also presents deposits of dried blood-like material between the coil wraps and on the surfaces of the core wire scattered over the length of the device.